Event description:
It was reported that when using the bd pyxis¿ es server, patients did not cross over, and customer stated that this was a new unit with a new pyxis machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to the station. A technical support specialist (tss) checked the cast query and found that the active directory (adt) care unit was being sent with the incorrect unit's name. The tss reached out to integration engineering support team regarding the issue and confirmed that carefusion coordination engine (cce) was not performing any facility procedures. The customer informed me that their interface team was working to correct the issue. The customer granted permission to close the case. The system functioned as intended after the interface team resolved the issue.